Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, clinical study) regarding a patient who was implanted with an implantable neurostimulator (ins) for radiculopathy and spinal pain. It was reported that the patient had a loss of pain control for a month due to the ins being unable to recharge. The hcp was unable to get a reading. The ins was explanted and replaced on (B)(6) 2020. The event was related to the device or therapy. The event was resolved without sequelae on (B)(6) 2020. No further patient complications were reported as a result of this event.